Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was provided. Sample analysis could not be performed because no photo or sample was available for evaluation. A visual and functional inspection is performed for each lot before the product is released. The reported condition could not be confirmed. The root cause could not be determined with the available information. Due to similar cases presented in the past, a corrective and preventative action (CAPA) has been opened. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the balloon does not remain inflated. They reinstalled the product.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.